Event description:
It was reported that the patient underwent a surgery to remove a non-boston scientific device and replace it with a tactra malleable penile prosthesis due to unspecified reasons. No patient complications were reported in relation to this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).